Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified artery was attempted with two proglide devices, using the pre-close technique, prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, suture breaks occurred during suture retrieval on both devices. The pevar procedure was completed and hemostasis was achieved with four additional proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture detachment not confirmed. However, the returned device analysis observed a posterior needle to cuff miss indicating a suture retrieval issue occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. One proglide device had a suture break at each common femoral artery. The sheath size for pre-close was 7f. The sutures of two additional proglide devices were successfully preplaced at both common femoral arteries. The left common femoral artery was upsized to 10f and the right common femoral artery was upsized to 12f. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis at both common femoral arteries. No additional information was provided.